Event description:
The MFR received info alleging an everflo oxygen concentrator emitted a burning odor and noise. Allegedly, flames were observed. There was no report of pr harm or injury.

Manufacturer narrative:
The device was returned to the MFR for eval. The MFR found no evidence of thermal damage to the device internally and externally. The MFR observed damage to the device's power cord consistent with loose contacts in an ac outlet in the home.